Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic for a device change out due to normal eri. The right atrial lead had known noise anomaly. The lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.